Event description:
Patient reported he noticed the infusion set tubing separated directly from the cannula housing. Patient verified that the tubing of the infusion headset is disconnected from the headset. Patient can't recall the exact date. Patient stated there are no health concerns and his blood glucose level is okay. No blood glucose values were provided. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint describing a leaky on the infusion set cannot be verified due to mishandling of the product by the customer. Result the used returned head set was visually inspected, also pictures were made. The tube was found disconnected directly by the headset. Under the microscope it was simply to recognize that the tube was disconnected by shear forces and effects of excessive force. The problem mentioned by the customer is related to mishandling of the product by the customer.